Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# unknown, implanted: (B)(6) 2002, product type: extension. Other relevant device(s) are: product ID: 7495-51, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient reported feeling tension of the extension wire along his neck. None known environmental/external/patient factors may have led or contributed to the issue. Diagnostics/troubleshooting and interventions/actions included a pocket revision on (B)(6) 2018 to reduce the tension on the extension wire. The issue is resolved at this time of the report. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Updated: continuation of concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that it was unknown which extension was causing the tension. This information has been confirmed by the healthcare provider.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient has "bow stringing" extension tension along one side of their neck. The patient was still complaining of extension tension after the revision surgery. This was noted as a gradual change in therapy/symptoms. No further complications were reported as a result of this event.